Event description:
It was reported that during the attempted implant of this device, with a non boston scientific lead, lead tip insertion into the connector block was not as expected to obtain a proper connection. The lead tip was removed, cleaned and reinserted however failed to demonstrate a proper connection so as to stimulate appropriate lead measurements of capture and normal impedances. For this reason, the device was removed and replaced, at which time a proper connection was confirmed with the same lead. The procedure was completed in absence of any adverse patient effects. The attempted implant device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this device with a non boston scientific lead, lead tip insertion into the connector block was not as expected to obtain a proper connection. The lead tip was removed, cleaned and reinserted however failed to demonstrate a proper connection so as to stimulate appropriate lead measurements of capture and normal impedances. For this reason, the device was removed and replaced, at which time a proper connection was confirmed with the same lead. The procedure was completed in absence of any adverse patient effects. The attempted implant device is expected to be returned for laboratory analysis.